Event description:
The operator sustained first degree burns from hot water spilling out of sterilizer chamber. The sterilizer controls sensed a malfunction (error code) and the operator manually aborted the sterilization cycle. The controls were powered down, and after period of time, the controls were powered up to enable opening the sterilizer chamber door. The operator was wearing an aporn, which helped minimize the severity of the burns.